Manufacturer narrative:
Voluntary medwatch report reference number: mw5110063.

Event description:
Voluntary medwatch received states that there was no output from the implantable cardioverter defibrillator (ICD). The patient is deceased.